Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported low blood glucose levels due to continued use.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient experienced low blood glucose levels between 40 and 70 mg/dl with shakiness. The patient was able to treat themselves with juice. The patient reported began using the pump on (B)(6) 2012 and had taken lantus the prior night. The patient indicated that they were supposed to be on a temporary basal program until the lantus wore off. A review of the pump showed that a temporary basal program was not active, and the patient was running their normal basal program. This report is being made based on the allegation that the patient experienced low blood glucose levels relate to not setting a temp basal program when still using lantus.